Event description:
During device service, the manufacturer's field service engineer (fse) reported review of the device diagnostic history noted codes indicating a pressure sensors/supply failure. The failures as noted may result in vent inop/shutdown of the device during normal ventilation operation. The fse replaced the cpu and motor controller pcb boards to address the finding. Factory analysis of the motor controller pcb board revealed a capacitor failure that resulted in the noted power issue. Testing of the cpu pcb board identified no failures.